Event description:
Patient care technician (pct) clipped patient's abdomen in holding for prep for surgery. Pct noticed that the clipper left red mark on patient's left lower abdomen creating a razor burn. New large clipper head used. Burn marks followed patient's stretch marks on abdomen. It was determined by product rep that the new razors (clippers) were improperly used (incorrect technique).